Event description:
The customer reported that the surgeon felt the device was sealing completely. A minimal amount of oozing/bleeding was noted at the seal site. No tissue damage. No patient injury.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.